Event description:
Edwards received information that a second device, 26mm bioprosthetic valve, was implanted into a 27mm bioprosthetic aortic valve through valve-in-valve procedure. The reason for reoperation is unknown. The implant duration of the original 27mm device is approximately fourteen (14) years and ten (10) months at the time of the procedure. There was no difficulty or issue during the implant procedure.

Manufacturer narrative:
Device not returned. This device is not available for return and evaluation because it remains implanted. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Intervention to correct regurgitation or stenosis of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of calcification or host tissue overgrowth, dehiscence, fibrosis or non-calcific degeneration. In this case, minimal information regarding this procedure has been made available and subsequent attempts to get additional information regarding the condition of the device at the time of the intervention or information on the patient's condition or possible comorbidities have been unsuccessful; therefore, the root cause for the intervention remains indeterminable. Attempts to obtain additional information are in progress. Should new information is received, a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.